Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer sent pictures showing a chair frame broken at a bolt hole.

Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken seat frame. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken seat frame. Dealer sent pictures showing a chair frame broken at a bolt hole.

Manufacturer narrative:
Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken seat frame. Complaint was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Update from customer service on 04/26/2016: the dealer stated the seat upholstery tore when frame broke. Update from customer service on 04/01/2016. The dealer clarified what was happening while the chair broke. The end user states they take it apart the chair to put in their passenger seat and reassemble upon arrival. Side transfer from their car OEM seat to wheelchair. The dealer stated that the end user was exiting his home and as he went thru the door he heard a loud snap and the chair broke at the seat frame where the seat sling mounts. Product was returned for evaluation. The return fields in (B)(4) state: standard wheelchairs. Frame, broken/cracked tubing. Broken tubing at center hole. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the broken seat frame. Dealer sent pictures showing a chair frame broken at a bolt hole.